Event description:
Account reports two incidents on a baby, that is a homecare pt, in which during infusion of tpn, leakage is noted from the filter. Area of leakage and time in usage unknown, due to limited details from the family of the pt. Reported device utilized on a pump with infusion rate of 71ml/hr. Reporter stated there was no pt compromise, though concerned due to pt being a baby.

Manufacturer narrative:
Eval results: co's reliability and quality engineering dept rec'd one used basic solution set with a 0.22 micron filter, filled with an unk solution. An attempt was made to prime the set with sterile water, and the set was noted to be blocked. The filter was cut away from the remainder of the set, and tested for leakage. Eight psi of air was applied to the tubing on the outlet side of the filter and no sign of leakage was noted. In addition, a remainder of the set was tested at 8 psi of air underwater, with no sign of leakage.